Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as a nurse was activating the safety mechanism on a 25 g x 1 in. Bd eclipse needle, the safety cap broke causing the needle to bend and the nurse obtained a contaminated needle stick injury. Both the source patient and nurse received post exposure lab work. No prophylactic treatment, other medications, or other medical interventions were provided to the nurse.

Manufacturer narrative:
Results: (32) sealed and (1) open sample were received for evaluation. Ten unused samples were examined for the customer¿s reported issues. The needles were attached onto bd 1ml luer lok syringe and shield was removed and safety cover was activated with no issues following instruction for use (IFU). No shield activation failure was observed as the needles were properly covered and the safety covers locked in place. The used sample was returned activated with safety cover locked in place. The sample was visually/microscopically examined and revealed stress marks on the safety cover (by the c-hook). Additionally, a photo of the used device was evaluated by the manufacturing plant in (B)(4) and revealed the safety shield missing and a bent needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5197384. A manufacturing review revealed that the reported defect was not affected by pm, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined. The samples have been forwarded to the manufacturing plant in (B)(4) for a secondary evaluation and upon completion of the investigation, a second supplemental report will be filed. Additionally, CAPA (B)(4) was initiated to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
Thirty one samples (30 representative, and one actual) and 4 pictures of the actual sample were returned to the manufacturing plant for further evaluation. A visual inspection of the representative samples revealed no safety shield disengagement. The actual sample and the photos were also visually inspected and no safety shield disengagement was observed, however traces of stress marks were visualized. As previously reported, there were no irregularities found within the device history record or manufacturing process review. Conclusion: an absolute root cause for this incident cannot be determined. No failure was detected in the returned samples and bd was not able to duplicate or confirm the customer's indicated failure mode.